Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("excessive abnormal bleeding") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain from may 2014 to june 2014, unilateral leg swelling from may 2014 to june 2014, rectocele, dysfunctional uterine haemorrhage, chronic abdominal pain and cervical spondylosis. Previously administered products included for birth control: mirena from 2013 to november 2013, paraguard in 2013 and birth control pills from 1993 to 2008. Past adverse reactions to the above products included genital haemorrhage with paraguard; and pregnancy with birth control pills. Concurrent conditions included migraine since 1993, edema of lower extremities, enlarged lymph nodes (excl infective), groin pain, overactive bladder and retroverted uterus. Concomitant products included alprazolam (eureplax), sumatriptan (imitrex) and zonisamide (zonegran). On (B)(6) 2013, the patient had essure inserted. In may 2014, the patient experienced abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating") and fatigue ("fatigue / tired all time"). In june 2014, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"), 7 months 25 days after insertion of essure. In july 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety/ psychological or psychiatric problems condition: anxiety"), affective disorder ("mood problem"), abdominal pain lower ("cramping"), joint swelling ("swollen ankles"), peripheral swelling ("swollen feet / leg"), amnesia ("memory loss"), feeling abnormal ("brain fog"), lymphadenopathy ("enlarged lymph node in my pelvis area"), menstrual disorder ("horrible periods") and back pain ("lower back pain"). The patient was treated with surgery (underwent a hysterectomy. On (B)(6) 2016, hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, alopecia and abdominal pain lower was resolving, the genital haemorrhage, abdominal distension, allergy to metals, menorrhagia, anxiety, affective disorder, dysmenorrhoea, fatigue, depression, joint swelling, peripheral swelling, amnesia, feeling abnormal, lymphadenopathy, menstrual disorder and back pain outcome was unknown and the vaginal haemorrhage and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain lower, affective disorder, allergy to metals, alopecia, amnesia, anxiety, back pain, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, joint swelling, lymphadenopathy, menorrhagia, menstrual disorder, pelvic pain, peripheral swelling, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion: (B)(6) 2013. Patient lost more blood than the average person during the surgery. Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.238 kgs. Computerised tomogram - on an unknown date: enlarged lymph node in pelvis area.. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: reporters were added. Demographic conditions were added. Insertion date were updated. Surgeries were added. Events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, vaginal discharge, fatigue, weight gain, mood problem, depression, abdominal pain lower, enlarged lymph nodes in pelvic, swollen ankles, swollen leg / feet, brain fog, memory loss, menstrual disorder, back pain were added. Event onset date and outcome were updated. Lab data were added. Concomitant drugs and conditions were added. Historical drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), abdominal distension ("bloating") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, abdominal distension and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, genital haemorrhage, pelvic pain and weight increased to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.